Event description:
It was reported that the patient's neurostimulator was replaced due to a shocking sensation (see MFR. Rep. # 3004209178-2012-01452). Following the replacement the patient still experienced shocking, and the hcp replaced the patient's extension. Following the extension replacement the patient no longer had good symptom relief. The patient would get good relief following reprogramming, however tremors would return a couple days later. The hcp wondered if the loss of therapeutic effect was due to the extension revision, or was related to electromagnetic interference from a life-alert type system the patient wore. It was reported that the patient had disease progression, and had an appointment with his hcp scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the patient's physician confirmed the shocking sensation and subsequent extension replacement in (B)(6) 2012. An x-ray performed between the implantable neurostimulator (ins) replacement and extension replacement did not show any broken wires. It was noted that the patient only had mild tremor when visiting his physician in (B)(6) 2012, but he told the physician he would not be able to sit in the chair if his ins was turned off, due to the severity of his tremors. The stimulation therapy worked well for the patient, despite the shocking sensation he experienced. It was also reported that the patient experienced worsening tremor when the stimulation voltage was increased. The patient also experienced loss of appetite. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3387s-40, lot# v479548, implanted: 2010 (B)(6), explanted: na; extension: model 37085-95, serial# (B)(4), implanted: 2010 (B)(4), explanted: 2012 (B)(6); extension: model 37085-95, serial# (B)(4), implanted: 20120 (B)(6), explanted: na; extension: model 37085-95, serial# (B)(4), implanted: 20120 (B)(6), explanted: na.